Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, at about 100,000 joules of use, the physician noted that the internal fiber was loose and sweeping beyond the opening in the cap. At 403,901 joules used, the physician replaced the fiber that had become end-firing and significant diminished vaporization efficiency was noted. The fiber tip (cap) was cleaned during the procedure. The procedure was completed utilizing the second fiber (261,478 joules used) . Patient outcome: "ok." No patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned with the product; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.